Event description:
A patient was diagnosed with a central corneal ulcer in both eyes during a post-market study. The study is masked, therefore, the patient may have been wearing this lens type at the time of the event. The patient is still under treatment. Doctor relates the event causality to the contact lens. Corneal cultures were performed, results pending.

Manufacturer narrative:
The device involved in the event was not returned. The lot number is unknown. Based on all information, no causal factors can be determined and no conclusion can be drawn.